Event description:
Complainant alleged that after bringing the device in from 6 hours in outside temperatures of 110 degrees and powering it on after it had cooled down, the device inappropriately shut down. The complainant indicated that if a fan was blowing on the device it would stay powered on. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.